Event description:
It was reported the patient had never received adequate stimulation for her left hand. Magnetic resonance imaging (MRI) and a computerized tomography (CT) scan was taken in the field, and revealed the leads had migrated. The physician confirmed the day after the original stage I implant procedure that the leads were in place. However, the stage ii procedure occurred two weeks later and the physician could not confirm if the leads had migrated at that time. The patient underwent a revision procedure where the leads were repositioned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45-dc, serial: (B)(4), batch: 5168274.